Manufacturer narrative:
Evaluation summary: the sample was received for investigation returned in plastic bubble wrap. The wrap included a plastic bag containing a closed plastic cup. The shunt which was placed in the cup was forward for physical investigation. Visual inspection was performed. No damage or scratches where found on shunt. The lumen was clogged. After cleaning, the lumen was open and the shunt found to be conforming. There have been no other complaints for the lot. No abnormalities were found during device history record review. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during the clinical procedure. However, the complaint on blockage is confirmed. The blockage does not seem to be product related since after cleaning the shunt- the blockage was removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implantation procedure, there was almost no aqueous humor flow out of the gfd after it was implanted. The surgery was completed after replacing the product with a backup. Additional information has been requested.